Manufacturer narrative:
Pending device evaluation.

Event description:
It was reported that during the pre-use check, leakage of medical fluid from the air vent filter was observed. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2022-05521. The report was submitted in error.